Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening, flat creases and a weight test of the explanted material verified the device was underweight. Microscopic analysis of the return device identified a curved striated opening on anterior side assessed as surgical damage and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Healthcare professional additionally reported "rupture". Device has been explanted.